Event description:
Customer reported via phone, she was having issues priming the device. When customer has to perform the rewind process she has to press the act button a couple of times to complete the process. Customer stated after completing the process she was able to continue use of the device. The act button had intermittent responds. Customer was advised the device need to be replaced due to keypad anomaly. She declined to return the device for further analysis. Customer's blood glucose was 160 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.